Event description:
(B)(4). Clean bill of health prior to implantation, within weeks after having essure placed, I knew something was majorly wrong. I was extremely fatigued, I had a rash that would cover my face, swelling in my legs, back pain, stomach pain, constant headache, mood swings and all were getting worse and more frequent. I went to my implanting obgyn for help, I literally felt like I was dying. She ran blood work and my tsh came back elevated. It was 218 and should be less than 3... It continued to elevate going over 300. I saw many doctors and specialists and was diagnosed with a very aggressive and fast acting autoimmune disease that had not been present before essure. I spent over a year seeing specialist after specialist. Too many tests to count, blood work every other week, biopsies etc. Finally in (B)(6) 2015, I was healthy enough (essure complications made it unsafe for anesthesia) I had a total hysterectomy to remove essure and the tissue it had damaged. I was (B)(6) years old at the time.